Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This lv lead was explanted. Additional information indicated that the system was explanted due to an infection of the wiring. No additional adverse patient effects were reported. This lv lead was explanted.

Manufacturer narrative:
This supplemental is being filed to capture b5: describe event or problem and g2: report source.